Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID#: 2134265-2013-07837. It was reported that difficulty deploying and stent occlusion occurred. The patient presented with chronic ischemia of the superficial femoral artery with a pale stump of the amputated second toe. The target lesion was located in the superficial femoral artery. Angiography was performed and revealed occluded superficial femoral artery. Dilatation was performed using an unspecified balloon dilatation catheter. A 6mmx90mm wallstent endoprosthesis with unistep plus delivery system and was used to treat and cross the lesion. However, the stent was partially deployed. Post angiography was performed and 50% residual stenosis was observed . After 30 minutes, a second 6mmx90mm wallstent endoprosthesis with unistep plus delivery system was placed proximally overlapping but partially deployed. It was noted that during post dilation of the stents the overlap was lost. There was no flow through the stents and thrombosis was noted. The patient was taken to surgery and the patient improved after surgery.